Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was selected for use. However, the device could not be advanced and it was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.